Manufacturer narrative:
Device evaluation: received parapac ventilator in fair condition. As part of functional testing the ventilator was connected 50 psi oxygen. The gas supply indicator did not change from red to white. This confirms customer reported reason. Replaced gas supply indicator alarm and tested. Device passed all functional checks. The malfunction is due to normal wear and tear.

Event description:
Information was received that a smiths medical pneupac parapac ventilator oxygen indicator is not working. No adverse effects were reported.